Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. The complete lead was returned and the helix was found to physicially be within specifications. Further testing confirmed that direct current testing passed on all lead channels. No further testing was performed.

Manufacturer narrative:
All available information indicates that the lead remains in service. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this device system exhibited a flat shock morphology with noise present. Technical services discussed observations and recommendations. The boston scientific sales representative reported that capture could not be verified based on a surface electrogram. Additionally, no sensing was observed. A micro-dislodgment of the right ventricular (rv) lead was suspected and a lead revision procedure was scheduled. To date, no adverse patient effects were reported with this clinical observation.

Event description:
An invasive revision procedure was performed and the device and rv lead were explanted and replaced without complication. The rv lead was returned for relability analysis.